Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in both the calcified right common femoral artery and calcified left common femoral artery with three proglide devices with a 6f sheath via a pre-close technique prior to an abdominal aortic aneurysm (aaa) intervention. Reportedly, cuff misses occurred with all three devices. The sutures of four other proglide devices were successfully pre-placed. The aaa procedure was performed with a 16fr sheath and hemostasis was achieved at both access sites with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure as another device was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.